Event description:
Subsequently, it was reported that a fracture of the competitor's lead was suspected by the patient's physician, and the noise resulted in some instances of pacing inhibition lasting up to two seconds. A boston scientific technical services consultant (ts) provided information requested by hcp about device programming options to provide backup rv pacing and turning off tachycardia therapy to avoid inappropriate shocks.

Event description:
Boston scientific crm received information from a health care provider (hcp) that this device and another manufacturer's right ventricular lead were associated with a remote monitoring alert for a single high out-of-range pace impedance measurement. The measurement could not be reproduced clinically. The other lead measurements, as well as the clinical measurement of the pace impedance, were normal and stable. There was no evidence of noise during clinical testing, and no stored episodes with noise. There were no adverse effects, and the device and lead remain in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Subsequently, the competitive manufacturer's lead with the suspected fracture and another chronic lead and three lead adapters from the same manufacturer were explanted with no adverse effects. This boston scientific device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted over seven years later due to an unrelated issue, which is reported in 2124215-2017-19318.